Event description:
Caller reported damage to the pump housing and usb port, affecting the ability to charge the pump. Although the pump had not shut down, a replacement pump was sent by technical support, and the caller was advised to return the damaged pump within 10 days. There was no adverse impact to the customer's blood glucose level, and the caller will continue to use the current pump until the replacement arrives. Technical support also provided guidance on setting up the replacement pump.